Event description:
It was reported to philips that the device has a "check limb leads¿ message, saying only lead iii works. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.